Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed during device change-out. No electrical anomalies were observed. The lead was explanted and replaced. Based on the review of the diagnostic images provided, the conductors did not appear to be externalized. No further information is available.